Event description:
Crd_985 - arb pmcf, patient site: (B)(6). It was reported that on (B)(6) 2023 a 33mm tailor annuloplasty ring was chosen for implant. Post-procedure on (B)(6) 2023, it was reported that patient experienced a well-tolerated auricular flutter and received cardioversion therapy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.